Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear. After battery installation, a "battery failed: insert a new aa battery" message immediately appeared; however, while holding down the battery cap, the unit was able to boot up, and the software version of the unit was able to be obtained. The "battery failed: insert a new aa battery" message is due to the broken battery threads and the crack in the battery compartment. As a result, the battery cap is unable to securely hold an aa battery in the battery compartment. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Insulin pump received with a broken retainer ring. Unable to perform displacement test due to the missing reservoir tube lip o-ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing reservoir tube lip o-ring. The following were noted during visual inspection: broken reservoir tube lip, detached retainer ring, missing reservoir tube o-ring, broken battery tube threads, cracked case on the battery tube side, cracked keypad overlay. The retainer ring was glued back onto the reservoir compartment.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was loose and had a crack. Customer stated there was a crack near the battery compartment and battery was not staying in the insulin pump. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.